Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a lunchtime infusion set change while using an ilet system with a 23-inch infusion set, and a fingerstick glucose value of 403 mg/dl was obtained during troubleshooting. Symptoms included elevated blood glucose. Outcomes included user frustration and an incomplete remote troubleshooting attempt. Investigation included a remote assessment focused on infusion site and set change, and the recommendation to replace the infusion site. Investigation of this case revealed that the cause of the hyperglycemia remained unclear because the site change could not be completed during the call and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.